Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported a history of anterior capsule tears during laser assisted cataract surgery. Additional information has been requested but is not available.